Event description:
It was reported that during a thyroidectomy the tip of the device overheated, turned white and began to "disintegrate into little white pieces" in the wound. The wound was flushed and the pieces were removed. No residual pieces were left in the patient. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Final device investigation found that all parts of the device were intact. A noticeable cutting blade grove was seen in the pad, but under magnification there appeared to be no pieces of the pad missing. The device passed all function testing.